Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the product has not returned to j&j medtech orthopaedics, however a photo was provided for evaluation. ¿ visual inspection of the returned photo found that arthroscopic space had metallic particles. No other anomalies could be observed. The overall complaint was confirmed as the observed condition of the rigidloop disposables systm would have contributes to the complained device issue. ¿ based on the investigation findings, the potential cause can be traced to the procedural variables, such handling of the device or product interaction during procedure. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the rigidloop disposables systm device created metal shavings when drilling through the 6.5mm femoral aimer on tray. There were no reports of delays to the procedure reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 of pc-(B)(4). It was reported that during an unspecified surgical procedure, it was observed that the rigidloop disposables systm device created metal shavings when drilling through the 6.5mm femoral aimer on tray while in use with the rigidloop passing pin 2.4mm device. There were no reports of delays to the procedure reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.